Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain the complaint samples proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient had a pfc rp implanted in 2006, this was then revised in 2010, but at this time the patella was solid in working condition. The patient recently presented with pain an arthroscope was conducted, at this time is was discovered that the patella had actually become loose. The surgeon then conducted surgery to revise the patella only. The size details of the original patella are unknown as they were impanted by another surgeon. A larger patella was implanted the patient had good tracking rom after this. None of the other components required changing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.